Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported that the transmitter was not working but was not able to provide any detail of the nature of the malfunction as the patient was away at school. She stated that she did not know, what was displayed on the continuous glucose monitor. She stated that because of the malfunction the patient¿s glucose went up to 700 mg/dl and she was taken to the emergency room on (B)(6) 2019, then admitted to the hospital in diabetic ketoacidosis (dka). The patient¿s mother was unable to provide any information about treatment provided. At the time of contact, the patient had been released from the hospital. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.